Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), product type: lead. Product ID: 977a290, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4). Product ID: 977a290, serial/lot #: (B)(4), ubd: 18-jan-2021, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was problems with loading the ins. The stimulation required high parameters, so the patient has to load several hours (7-8) a day. Diagnostics/troubleshooting was performed: several consults to check the programs, reloads, and change of the charger. The action taken to resolve the loading problems was several different programs have been tried without any results to the patient¿s pain. It was also reported that there was no stimulation on one of the leads. It was unknown if there were any contributing factors. No diagnostics/troubleshooting/interventions were taken for the no stimulation on one lead. The issues were not resolved at the time of this report. No surgical intervention occurred but was planned. Additional information was received ten days later reporting the high parameters were thought to be the cause of the problems loading. It was clarified that the patient has good results on pain relief, but has to load the ins 8-11 hours a day, which has a high impact on their daily life. The cause of no stimulation on one lead was unknown. The surgery had not occurred yet and the event still had not resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturer representative reporting that after several months from im plant, when the patient needed to increase the stimulator's pulse strength more and more, they noticed that the battery needed to be charged more and more. Current day the battery needs to be charged every day between 8 and 12 hours via the external charger. The resistance between the inserted electrodes and the tissue was very low. The installed installation cannot function as was described and promised before and for what it was ultimately intended. Per the patient¿s opinion the inserted battery and the charger are not compatible, namely the battery with hd function (which has a higher power consumption) and a charger that is not powerful enough to charge the battery with hd function, hence the high number of hours per day needed to charge the battery. A surgical revision was discussed with either replacing the lead or ins. It was noted that the ins was implanted in the patient¿s stomach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient was complaining of frequent recharging. Based on the mdt data, the ins was functioning as intended. Looking at the last 6 recharge sessions, the ins could be charged but the patient needed to charge a lot/long. This was caused by the high settings in combination with amount of active electrode (8) which causes a low group impedance and thus more current drain from the battery. The expected recharge interval was plus or minus a day. The impedance measurements were within normal range.